Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty processor board. The board was replaced to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced board was returned to (B)(4) for further evaluation. During the investigation, a non-conforming soldering joint was identified on the board, which caused the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that an s5 roller pump displayed an error message and could not be used during priming. The user attempted to restart the pump but the issue persisted. There was no patient involvement.